Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that patient had undergone an unrelated surgery and developed sepsis. It was noted that the patient developed endocarditis, vegetation of the lead broke off and embolized; the patient deceased.